Event description:
It was reported the duodenovideoscope wires that composes the forceps elevator wire are raised due to cut or fray. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus determined that no escalation was necessary to further mitigate the risk. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.